Event description:
It was reported that the patient presented for a device upgrade procedure. Upon connecting a new device to the right ventricular lead, crosstalk episodes were observed. The physician suspected a short between the rv coil and pace/sense conductor. The lead was capped and replaced. No further issues were observed. The patient tolerated the procedure well and will be followed-up normally.